Event description:
The sales representative (sr) reported that the programmer was slow to initiate session and print. Technical support (ts) suggested sr try service disk to make sure programmer was not trying to print in background, which can cause slowness. If that did not resolve the issue, ts suggested the sr return the programmer for service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.